Manufacturer narrative:
This device used for treatment and not diagnosis. A review of synthes device history records revealed the cable tensioner, part number 391.201, lot number p123186, was manufactured by pioneer surgical technologies. (B)(4), dated (B)(4)12 for (B)(4) parts, was inspected to the synthes incoming final inspection sheet number (B)(4). The product conformed to all requirements. The certificate of compliance is dated (B)(4) 2012. (B)(4) parts were released to the warehouse on (B)(4) 2012. No non conformances were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Per supplier report: visual inspection confirmed that this device did not contain substantial damage that could have negatively affected the performance of the device. Part number 391.201 lot number p123186 was manufactured by pioneer surgical technologies. The supplier conducted the investigation on the returned part. The supplier conducted a DHR review which confirmed this product met specification prior to shipping. The supplier also tested the tensioner to (B)(4), and all test results meet specifications.

Event description:
A device report from synthes (B)(4) indicated a hospital in (B)(6) reported: the cable tensioner can not tighten the cable during the operation. The patient was not been impacted. The surgery was not been delayed. There is another instrument available to use. The event didn't require additional medical treatment. This is 1 of 1 report for complaint (B)(4).